Manufacturer narrative:
Failure event observed during analysis. Final analysis found the root cause of the reported observation was due to the excess silicone adhesive that is preventing the set screw to be tightened.

Event description:
It was reported that during the new implant procedure the set screw would not tighten on the ipg and so new ipg was opened. Failure event observed during analysis. Final analysis found the root cause of the reported observation was due to the excess silicone adhesive that is preventing the set screw to be tightened.